Manufacturer narrative:
Analysis found that the customer complaint was confirmed. The pre-repair temperature were: rear 128f, middle 152f and nose 178f. The bearings, nose bearings, nose cone, release collar were worn. The grey box was missing. All parts as listed were replaced. The grey box was added to the order. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device overheated. There was no patient involvement.